Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Caller reported the customer's adc freestyle libre reader did not power on with test strip insertion. Customer "constantly fell asleep" and required treatment of "hypovito" by a non-healthcare professional and had contact with a healthcare provider who treated her with oral glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer's adc freestyle libre reader did not power on with test strip insertion. Customer "constantly fell asleep" and required treatment of "hypovito" by a non-healthcare professional and had contact with a healthcare provider who treated her with oral glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.